Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: failure of switch button 4; up bend does not meet the standard due to the wear of the angle wire; up/down knob cannot be securely locked due to deformation of forceps elevator lever; missing adhesive; right/left knob deformation; scope connector deformation; no ultrasonic images due to peeling of acoustical lenses. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents." Chapter "cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope failed the micro test twice. The scope was tested and microorganism growth was detected. The issue was found during scheduled routine culture of scope. It was reported, the exact time of contamination could not be determined and two or more procedures could have been completed with the device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device will be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.